Manufacturer narrative:
This product is not approved in the united states. However, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. The patient was clinically stable and reported no symptoms. It was planned to perform device replacement at the earliest opportunity. The pacemaker remains in service. It was not reported that the device was replaced; however, the device was received for analysis.

Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. The patient was clinically stable and reported no symptoms. It was planned to perform device replacement at the earliest opportunity. The pacemaker remains in service.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.